Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a right ventricular (rv) lead during a procedure, but the lead was undersensing. The physician tried placing the lead in many different positions in the ventricle but could not obtain adequate r-waves. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that there was an outer insulation breach and blood ingression noted on the proximal conductor. The insulation breach is likely the cause of the undersensing complaint.